Event description:
The patient's generator was replaced prophylactically. The explanting facility historically does not return explanted products; therefore, the return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
Clinic notes were received which indicated the patient's chief complaint as "seizures with vns." Additional information was received by a nurse at the neurologist office that indicated the patient had experienced and increase in seizure frequency. It was unknown by the office whether the seizure frequency was worse than pre-vns baseline or if external factors were involved. The physician was unable to provide an assessment of the cause of the increase in seizures to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.